Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) "battery did not last as long as expected" and exhibited elevated threshold. The ipg remains in use. No patient complications have been reported as a result of this event.